Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the hms plus instrument was not passing a test during quality controls prior to use. The instrument was used. There was no adverse patient effect associated with this event. Medtronic received additional information that liquid controls were used. There was no error code associated with this issue.

Manufacturer narrative:
Device evaluation summary: the reported issue that the instrument was not passing a test during quality controls was verified during service. The issue was resolved by replacing the toggle, motor, shaft, worm gear and spring plunger. Preventative maintenance was performed per specifications. Correction h6: updated the annex f codes additional info h6: updated the annex b and annex c and annex d codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.